Manufacturer narrative:
The system was serviced in the field and failed mechanical inspection because the door switch was not engaging. The door switch was adjusted which resolved the issue. The system was then functioning. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system "sued" during a sacroiliac and thoracolumbar procedure. It was reported that the system was stating that the door was open on the pendant when the site was able to close the door. Technical services (ts) recommended hugging the covers of the door to align the covers to see if they could close the system. The site was unable to get the doors to state "close" on the pendant. Imaging was aborted. There was a delay of less than one hour and no impact to the patient.

Manufacturer narrative:
Concomitant medical products' information references the main component of the system. Other relevant device(s) are: product ID: bi71000166. If information is provided in the future, a supplemental report will be issued.